Manufacturer narrative:
(B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After pulmonary vein isolation (pvi) when cavotricuspid isthmus (cti) was completed and while the inferior vena cava (ivc) was being ablated, a pop sensation was present. After the procedure, when the intracardiac echocardiography (ice) was checked, a small amount of pericardial effusion was found; however, since the patient¿s blood pressure did not decrease, the patient left the ward. Since the fluid retention volume increased, the patient was returned to the ward, and pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. The patient recovered after pericardial drainage. Since the pericardial fluid was reddish black in color, it was judged to be bleeding from the right atrium. Contact force (cf) and power at the time of pop are unknown. It is unknown if extended hospitalization was required as a result of the adverse event. Physician causality opinion was not provided. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since the event is life threatening and required medical intervention and extended hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable.

Manufacturer narrative:
Additional information was received on 10/5/2020. Patient¿s condition improved after pericardial drainage. No error messages were observed on any equipment. A manufacturing record evaluation was performed for the finished device 30384767m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).